Event description:
Boston scientific received information that during the one month follow-up post right ventricular lead implant, loss of capture and diaphragmatic stimulation were exhibited. The lead was confirmed dislodged with an apical perforation. It was further noted, the patient reportedly felt "stinging sensations" approximately one week post implant. While no specific adverse patient effects resulted, the physician surgically intervened and successfully repositioned the lead. The date, the product remains implanted and in service in the absence of further complications. Subsequently, it was reported the lead has been explanted and is intended to be returned.

Manufacturer narrative:
Following product return and completion of lab analysis, a follow report will be submitted.